Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and major depression ("psychological or psychiatric problems condition: major depressive disorder (worsened with hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included graves' disease. Previously administered products included for an unreported indication: mirena from 2006 to 2008. Concurrent conditions included obesity and depression. Concomitant products included calcitriol since 2004 and levothyroxine sodium (synthroid) since 2004. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), major depression (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue") and weight increased ("weight gain"). In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterosalpingectomy to remove the essure device), surgery (hysterosalpingectomy to remove the essure device) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, fatigue, major depression, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received: dysmenorrhea event was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))") and major depression ("psychological or psychiatric problems condition: major depressive disorder (worsened with hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2006 to 2008. Concurrent conditions included obesity and depression. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced major depression (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and weight increased ("weight gain"). In 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterosalpingectomy to remove the essure device), surgery (hysterosalpingectomy to remove the essure device) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, dysmenorrhoea, abdominal pain, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, fatigue, major depression, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: reporter information, other relevant history, lab data, product information, events - menorrhagia, fatigue, nausea, weight gain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterosalpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.